Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about pump rails breaking. Event date (B)(6)2021. Unit perform visual inspection and pump received with cracked retainer and broken belt clip rails. Test reservoir, p cap lock properly inside the reservoir tube. Unit passed displacement test. Unit was confirmed for physical damage broken belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump has neither been bumped nor dropped. Customer stated that they received change sensor and sensor value not available alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.